Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). A field service technician (fst) was sent out for further investigation. According to the service report# (B)(4) dated on 2018-12-27 following was found: the customer stated that while transporting patient that battery quickly died. After plugging the device into wall power patient therapy continued. When the fst checked the device the battery would die in less than 10 seconds after being fully charged. The fst confirmed that battery is due this month for replacement. The fst replaced battery pack ni-cd 24v 120wh (rfc) (material# 701017188, serial# unknown) and performed full pm on service order (B)(4). All measurement details and safety tests can be referenced there (see service report# (B)(4)). The fst completed pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The most probable root cause could be determined. The battery was due for replacement. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. Reference exemption # e2018002.

Event description:
It was reported that while transporting patient with the rotaflow unit the battery quickly died. After plugging the device into wall power the patient therapy continued. No patient harm was stated. Date of event is unknown. The hospital had no documentation when it happened. They just know it happened. Internal reference: (B)(4).